Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 257 mg/dl. The customer requested assistance from tandem customer technical support (cts) to change the active basal profile setting as the incorrect one was active and was the cause of the high bg. The customer changed the setting and delivered a bolus via the pump to address the bg level. Earlier in the morning, the customer's bg was 50 mg/dl due to delivering too large of a bolus for the meal. The customer consumed food to increase the bg level. Currently the bg level was "okay." Cts advised the customer to discuss the bg levels with a healthcare provider.